Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a revision for the removal of a front plate of the wrist, the head of a locking compression plate (lcp) screw broke just at the level of the plate. The issue increased the difficulty of removal of material and the surgery was prolonged by twenty (20) minutes. All fragments were removed from the patient and the procedure was completed successfully. Reported concomitant parts: lcp plate (part: unknown, lot: unknown; quantity: 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Serious injury was checked in error on initial medwatch (B)(4) but was correctly reported as product problem. Should have been checked for malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the variable angle locking screw (part number 04.210.112, lot number undetermined). The subject device was returned with the complaint condition stating the returned screw was received in 2 pieces. The screw broke at the transition from head to shaft. The complaint condition is confirmed and consistent with the reported condition. A visual inspection under 5x magnification,complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Accurate measurements of outside diameter on the returned broken screw fragments were unable to be taken at the location of breakage due to the jagged break profile. A review of the device history records was unable to be performed since the reported lot number was not valid and does not exist on the returned screw. A review of the current design drawing for the 2.4mm va locking screw family was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition root cause was most likely due to excessive force exerted on screw; previously damaged or weakened screw, or leveraging the plate during plate removal prior to removing all screws thereby causing the screw head to break / shear off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, 02021107, could not be validated as a synthes lot number. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.